Manufacturer narrative:
On 3/2/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/20/2018, mentor became aware that the lot number of this device is 5813064. Additionally, the rupture was bilateral. The contralateral device will be reported separately. On 3/27/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 225cc saline breast implant, catalog # 3501630, lot # 6604661. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 225cc saline breast prosthesis, catalog # 3501630. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision with a mentor smooth round moderate profile 225cc saline breast prosthesis that deflated after implantation. Deflation was confirmed via ultrasound. As a result, the patient underwent explantation and removal of the device on (B)(6) 2018. The replacement device was also a mentor smooth round moderate profile 225cc saline breast prosthesis (catalog # 3501630, lot # 7455276). The breast prostheses inside the patient at the time of the event had lot numbers of 5813064 and 6604661, but it is not known which one of these is the complaint device.

Manufacturer narrative:
The updated date of event: 1/1/2018 was mistakenly omitted from the report sent on 4/1/2018. Device evaluation summary: it was reported that a (B)(6) year old patient underwent a breast augmentation revision with two mentor smooth round moderate profile 225cc saline breast prostheses that deflated post-operatively. The deflation was diagnosed using ultrasonography on (B)(6) 2018. As a result, the patient underwent bilateral removal and replacement with like devices on (B)(6) 2018. The replacement device was also a mentor smooth round moderate profile 225cc saline breast prosthesis (catalog # 3501630, lot # 7455276). The device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered two rents. Rent a measured approximately 1 cm on the anterior aspect; rent b measuring approx. 1 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point is not possible to determine the origin of the white material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).